Event description:
It was reported that the system was arcing in the x-ray tube and would not x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack and the x-ray tube were replaced during the service call. The system was tested adn found to be working as intended and put back into service.